Manufacturer narrative:
Based on the claim against the product by the customer noting green line on left monitor, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following: the surgeon switched to ssc1 after the start of the procedure due to green line showing on the ssc2. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system had a green line showing on left monitor in the surgeon side console (ssc). An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the customer to reboot the system as other console have both eyes were fine. The customer confirmed issue persisted after rebooting the system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was not resolved during procedure. The surgeon proceeded using ssc1 as the issue was on the ssc2. The procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the customer reported complaint. In-house fa installed monitor into pca xi system and powered up with a green line in the left eye.